Manufacturer narrative:
No sample has been returned for evaluation for the report of elevated intraocular pressure (iop) and anterior chamber tap; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications associated with device implantation and no information regarding device postoperative positioning. There is also no mention of device failure. There is also no mention of any other factors that may have elevated the patient's iop. Possible root cause is that iop increase is a known risk associated with device implantation, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with an elevated intraocular pressure (iop) after having glaucoma stent implanted. An anterior chamber tap was performed to relieve some pressure. Additional information was requested.